Manufacturer narrative:
Qn# (B)(4). The sample was received for evaluation. A visual exam was performed and it was observed that the adaptor was loose from the nebulizer upper body, and some damage was found on the internal locks. The sample was tested on the dual station lift test and the general pull and push test procedures with no functional issues. However, during the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor and the nebulizer upper body was unstable. Even with that condition, the sample was able to be tested on the oxygen entrainment testing with no functional issues. Attempts were made to duplicate the loose assembly and there are two ways to duplicate them: the first one is by overtightening the nut adaptor into the flow meter. The second one is by manipulating the assembly connection. Other remarks: based on the functional inspection results of the sample received, the complaint is confirmed. There is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The loose condition and the damages found on the adaptor are most likely caused by the end user during the connection of the adaptor into the flowmeter. However, the personnel from adaptor assembly line were notified on oct-11-2017 for awareness.

Event description:
Customer complaint alleges "the adaptor couldn't connect the oxygen flow meter because the assembly of "snap-on flowmeter adaptor" and the adaptor body was unstable. Therefore, a new unit was used instead. So far, no health injury is reported". Alleged issue reported as detected prior to use on a patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based on the information received. It is necessary to have the physical sample in order to perform a proper investigation to confirm the alleged defect reported and establish any necessary corrective actions. If the sample becomes available at a later date, this investigation will be updated with the evaluation results. The personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges "the adaptor couldn't connect the oxygen flow meter because the assembly of "snap-on flowmeter adaptor" and the adaptor body was unstable. Therefore, a new unit was used instead. So far, no health injury is reported". Alleged issue reported as detected prior to use on a patient.